Event description:
Healthcare professional (hcp) reported that a patient experienced "signs of vascular spasm" after injection in an unspecified site with [unspecified] juvéderm® volift¿. Ultrasound was performed by the hcp to guide hyaluronidase injection. Symptom information not provided.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional (hcp) reported that a patient experienced "signs of vascular spasm" after injection in an unspecified site with [unspecified] juvéderm® volift¿. Ultrasound was performed by the hcp to guide hyaluronidase injection. Symptoms has been resolved.